Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed that no sudden jumps were observed on daily measurements and discussed calcification build up, was likely the cause. Reprogramming options were offered, and further evaluation was recommended if measurements exceed 145 ohms. No adverse patient effects were reported. This lead remains in service.